Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken do not show damage. The complaint regarding a not working instrument was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the bipolar energy with fse instrument, found that bipolar working fine at all settings. Inspected bipolar instrument used at last surgery, found black energy cable damage at instrument jaw. System verification performed as per procedure. Issue not re-produce and generator working fine. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure bipolar energy was not working, customer stated that energy cord is already replaced and cord position changed but the issue remained. The technical support engineer (tse) reviewed logs and suggested to reboot the erbe generator and remove the connections at the back side of generator. The customer followed the suggested troubleshooting steps, but the issue was not resolved..